Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR# 1038671-2021-00523; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2021-00523.

Manufacturer narrative:
(B)(4) concomitant medical products optetrak asy hi-flex ps cem fem, sz 4, left (cat# 244-02-04 / serial# (B)(4)). Rbk cem fin tib tray sz 4f/4t (cat# 260-04-44 / serial# (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o male patient presented with an ltka infection. The knee was washed out and poly was exchanged. The poly as per the pictures was insitu for 8 years. The rbk peg had broken but this did not affect the performance of the knee and was only found when it was washed out. Patient was last known to be in stable condition following the event.